Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 3006705815-2018-00216. It was reported the patient experienced uncomfortable stimulation. Diagnostics revealed high impedances. Reprogramming attempts were unsuccessful. As a result, the patient had both leads explanted and replaced. Postoperatively, effective stimulation was restored and all impedances were within normal limits.